Event description:
It was reported, that a patient presented for an elective upgrade procedure. During the procedure, the right atrial lead was found to have insulation damage. No electrical malfunctions were reported. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination found procedural damages to the outer insulation at the proximal region. The cause of the reported event is consistent with procedural damage.

Manufacturer narrative:
Correction: h6: code should reflect unintended user error.